Event description:
International distributor contacted dexom technical support on (B)(6) 2012 to report that pt had been hospitalized after experiencing a hypoglycemic episode. Pt was going for a walk with his fiancee and collapsed. Paramedics were called and pt was administered two shots of glucagon and was transported to the hospital. Pt claims that cgm has been inaccurate at times but does not remember his cgm or bg values at the time of his hospitalization. Pt is blind and could not review his cgm settings no provide lot numbers of sensors. Pt also refused further troubleshooting and refused to send in his data for review. Pt did not sustain any injuries from his hypoglycemic episode and has been feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time.